Event description:
Mid 70¿s male with history of coronary artery disease and smoking. New onset of shortness of breath. Procedure: diagnostic heart cath and balloon angioplasty and percutaneous intervention x 2. When going into the vessel the first time, catheter folded back on itself several times causing twists and kinks deeming nonfunctioning. No known harm to patient. Device removed and another one used. Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter). Will obtain.